Manufacturer narrative:
The manufacturing records for serial number (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxace-21 sn: (B)(6) was implanted in the aortic position of a 54 year old female patient on (B)(6) 2018. According to the initial report by the on-x clinical research manager, the patient is participant #279 in the on-x post approval study. Per the medical record, the patent has ¿significant history for lupus¿and was admitted on (B)(6) 2020 to an outside facility for further evaluation of left occipital lobe infarct. Patient developed acute onset of left-sided severe headache after lifting a heavy object approximately on (B)(6) 2020. The patient presented to the emergency department two days later where a CT scan revealed a left occipital lobe infarct with no intracranial hemorrhage. Initial nih score was 1. Patient was subsequently transferred to tucson medical center for MRI/mra and neuro work-up.¿ additional information from the medical report noted ¿patient reports diminished peripheral vision in the right eye¿denies any current headache, chest pain, dizziness, upper or lower extremity weakness, dysarthria. She does report that her inr has been low¿and is not taking baby aspirin.¿ information from the study databases also note patient had an inr of 1.32 on (B)(6) 2020. Thus, anticoagulation compliance is a concern. The instructions for use [IFU] states, ¿patients with an on-x valve in the aortic valve position should be maintained on long-term warfarin anticoagulation which should be reduced to 1.5-2.0¿ and ¿the addition of a daily aspirin at a dose from 75 to 100 mg is also recommended for patients with an on-x valve with any valve position, unless there is a contraindication to the use of aspirin.¿ further medical records noted a transthoracic echocardiogram performed on (B)(6) 2020 revealed ¿mild perivalvular aortic valve regurgitation mechanic aortic valve replacement is normal in appearance and function. Gradients normal for valve type and size.¿ the instructions for use for the on-x valve lists the possibilities of stroke and thromboembolism as potential complications of prosthetic heart valve replacement [IFU]. The complication has been diagnosed as thromboembolism leading to a cerebral vascular accident (cva or stroke). A probable root cause is non-compliance by the patient to the recommended anticoagulation therapy. A review of the device history record found that the valve met all specifications and testing requirements. There were no issues found in the manufacture of the device. Patient had an international normalized ratio (inr) of 1.32 on (B)(6) 2020 and reported she is not taking baby aspirin. According to on-x clinical research manager, this anticoagulation compliance is a concern. The instructions for use (IFU) states: patients with on-x valve in the aortic position should be maintained on long term warfarin anticoagulation which should achieve an inr of 2.0-3.0 for the first three months after valve replacement surgery, after which inr should be maintained to 1.4 ¿ 2.0 and ¿the addition of a daily aspirin at a dose of 75-100 mg is also recommended for patients with an on-x valve (in any position) unless there is a contraindication to the use of aspirin.¿ the instructions for use (IFU) for the on-x valve lists possibilities of stroke and thromboembolism as potential complications of prosthetic heart valve replacement (IFU). There is no indication that the on-x valve failed to function as designed. The risk management file thoroughly identifies the process and product hazards for indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. This event does not identify additional hazards or modify the probability and severity of existing hazards. No action necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received via email on 10-sept-2020 from the on-x clinical research manager, "patient is participant #279 in the on-x post approval study. Stroke: by CT scan, patient presented with left occipital lobe infarct with no intracranial hemorrhage. Patient acknowledges inr has been low (1.32 on (B)(6) 2020) and is not taking aspirin. Cva: patient presented with left occipital lobe infarct with no intracranial hemorrhage." Additional information is a (B)(6)-year-old female with significant hx for lupus, aortic valve replacement with a 21mm on-x mechanical valve. The patient was admitted on (B)(6) 2020 to an outside facility for further evaluation of left occipital lobe infarct. Patient developed acute onset of left-sided severe headache after lifting a heavy object approximately on (B)(6) 2020 (4 days ago). The patient presented to the emergency department 2 days later where a CT scan revealed a left occipital lobe infarct with no intracranial hemorrhage, initial nih score was 1. Patient was transferred to the medical center for MRI/mra and neuro-work up. The tte performed on (B)(6) 2020 revealed mild periovalvular aortic valve regurgitation. Mechanical aortic valve replacement is normal in appearance and function. Gradients normal for valve type and size.